Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella rp smartassist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported a patient with post-op CT surgery was implanted with an impella rp device for pulmonary circulatory support. While on support, the patient was bleeding from arterial line and swan sites. The patient¿s active clotting time (act) was noted at 397 and partial thromboplastin time was greater than 200. No systemic heparin was added to the purge solution and was left at 12.5units/ml until the act came down. Impella was successfully weaned. Patient survived the procedure.